Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. The up arrow and down arrow keypad buttons were responsive when tested. The ok and contrast keypad buttons had intermittent response when tested. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. A leak test was performed and the pump failed, exposing a leak in the upper right corner and lower left corner of the keypad. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
On (B)(6) 2012 the patient contacted the animas corporation and reported that the keypad buttons were not responsive. The patient reportedly wore the pump in a pocket and did not clean the pump. The patient claimed there was corrosion in the battery compartment. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.